Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2011-00848 / 00850). (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2000 and that a revision procedure took place on (B)(6) 2000 to replace the femoral head for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2011 due to instability and it was discovered that the acetabular liner was fractured. The acetabular cup, femoral head and acetabular liner were removed and replaced. No further information has been provided to date.